Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 6mm dia 6mm amplatzer duct occluder was chosen for implant using a 5f non-abbott sheath. During procedure, while deployment physician noted that the device is not taking its proper shape, so he had to retrieve the device back.